Event description:
During a laparoscopic distal pancreatectomy, a medtronic/covidien signia endo-gia stapler was used. The pancreas was separated from the splenic vein and then the vein was divided using this stapler. The specimen was obtained and sent for frozen section. No bleeding was present. After return of pathology results, the abdomen was re-insufflated and inspected. The blood was aspirated, but adequate laparoscopic control could not be provided. Therefore, a midline laparotomy was made and the left upper quadrant was packed to control the bleeding. The source of bleeding was identified. There was an area on the staple line of the splenic vein which was bleeding due to separation of the staples. Bleeding was controlled. Estimated blood loss was 1500 ml.